Manufacturer narrative:
According to the customer, on (B)(6) 2025 the product was applied to a "surgical closure". The customer reported the patient "broke out in a rash" after application. The customer reported the patient required antibiotics after the incident was noted. The customer reported the patient recovered with antibiotic treatment. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the product was applied to a "surgical closure". The customer reported the patient "broke out in a rash" after application.